Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that the customer had been experiencing intermittent high blood glucose (bg) levels. The customer thought that the pump was not delivering insulin due to use error. The customer reported that she had not received training on pump use and was the cause of the use error. The customer did not provide further information regarding the event. The customer reverted to using insulin injections for insulin therapy. Tandem clinical diabetes specialist contact the customer and reportedly, provided pump training.